Event description:
It was reported that an ilet user experienced rising glucose levels after running out of insulin in the ilet system, delayed replacing the cartridge, and delivered an additional breakfast meal announcement in an attempt to lower glucose despite guidance that the ilet would adjust dosing. Symptoms included hyperglycemia peaking at 341 mg/dl. Outcomes included no hospitalization. Investigation included troubleshooting and education by support and referral to the clinical management team. Investigation of this case revealed user-driven insulin depletion and dosing behaviors inconsistent with instructions for use, with no device malfunction reported for the ilet pump, infusion set, or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to insulin supply management and dosing behavior.